Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system aspiration catheter 12 (cat12), a rotating hemostasis valve (rhv) and a guidewire. During the procedure, the physician completed two passes in the left pulmonary artery and retracted the cat12 to unclog it. The physician then attempted to re-advance the cat12 into the sheath, over the guidewire and turned the aspiration on; however, the rhv would not maintain a seal and full aspiration could not be performed. The physician also tried to troubleshoot the issue by tightening the rhv; however, the rhv could not be resealed, and the issue remained unresolved. Therefore, the rhv was removed. The procedure was completed using a new rhv. There was no report of an adverse effect to the patient.